Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent capture at five volts. It was noted that the patient has an underlying rhythm with no asystole noted. A health care professional (hcp) planned to send the patient for x-ray. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent capture at five volts. It was noted that the patient has an underlying rhythm with no asystole noted. A health care professional (hcp) planned to send the patient for x-ray. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct h1: type of reportable event from the previous submitted report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent capture at five volts. It was noted that the patient has an underlying rhythm with no asystole noted. A health care professional (hcp) planned to send the patient for x-ray. Additional information was received that surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that the root cause of the loss of capture (loc) was felt to be related to the basal/mid septal placement of the lead. The hospital retained the lead and the return is not expected.